Event description:
Healthcare professional reported change in side right side and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in radius side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Crease is observed. White particles calcification -like in device outer surface no further actions are required as the device was implanted.

Event description:
Healthcare professional reported change in side right side and deflation. Device has been explanted.